Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in hospital for a self-inflicted gunshot wound to the device implant site, where it appeared the patient had shot his device. Right ventricular (rv) loss of capture (loc) was observed on a monitor. The field representative was contacted to interrogate the device; however, he was unable to interrogate it. An x-ray was taken and boston scientific technical services (ts) was consulted. Upon review of the x-ray, ts did note that it was hard to tell if there was damage, but it did appear that the lead may have been nicked. Ts recommended replacement of the system as the trauma to the device and possible damage to the lead may have caused the system to not function appropriately. Additional information was received that the patient passed away as a result of the gunshot. The cause of death was not related to the damaged device or lead. The patient succumbed to other organ failure as a result of the gunshot injury. The device is not expected to be returned.